Event description:
The valve leaflets were severely thickened with restricted movement.

Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. An addition has been made to h.6 component code. Per the instructions for use, leaflet thickening is a potential risk associated with the use of transcatheter heart valves. There are patient factors that could contribute to leaflet thickening including stenosis with tissue calcification, thrombus, endocarditis, or pannus formation due to nonstructural dysfunction. Due to the thickened leaflets, the leaflet's motion could be restricted due to the stiffness of the leaflets. As such, available information suggests patient factors (leaflet thickening) may have contributed to the reported event.

Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to d.6, and h.6 type of investigation, investigation findings and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. An additional assessment of the failure mode is not required at this time. It should be noted that the transcatheter heart valve (thv) was implanted in the native pulmonic valve for this case. Implantation of the sapien 3 (s3) valve in the native pulmonic annulus is not an indicated use of the device. Therefore, this was an off-label operation. As there were no specific IFU or training materials related to this type of procedure, the available IFU and training materials were reviewed for relevant guidance for an s3 implant using a commander delivery system. Based on the review of the IFU/training manuals, no deficiencies were identified. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for valve regurgitation was unable to be confirmed due to the unavailability of medical record and/or relevant imagery. However, there was no indication that a manufacturing non-conformance would have contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation, including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, ''the physician stated that the patient had regurgitation and there may have been halt. A 29mm sapien 3 valve was placed in the pulmonic position, but approximately 4 years, and 6 months post procedure, the valve did not perform as intended. Another 29 mm sapien 3 valve was implanted valve-in-valve in the pulmonic position.'' A thickening of the valve leaflets/halt could affect the proper function of the leaflet or inadequate coaptation of leaflets resulting in regurgitation. In this case, a definitive root cause was unable to be determined, but it is possible that patient factors (leaflet thickening/halt) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist, the physician stated that the patient had regurgitation and there may have been halt. A 29mm sapien 3 valve was placed in the pulmonic position, but approximately 4 years, and 6 months post procedure, the valve did not perform as intended. Another 29 mm sapien 3 valve was implanted valve-in-valve in the pulmonic position. The patient left the cath lab with stable vitals and was placed in recovery.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned for evaluation.